Manufacturer narrative:
The valve was received in the st. Jude medical heart valve div. Fer analysis laboratory in a st. Jude medical product return kit, submerged in a reddish liquid. The valve was in a plastic specimen container, within a biohazard ziploc bag, within the white plastic jar of the product return kit. The swelling cuff was red in color, and exhibited no sutures or cuts. Both leaflets were observed to open and close normally. A granular substance, appearing to be blood and/or body fluid, covered the carbon surfaces of the valve. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and orifice were found to be unremarkable. The valve was then disassembled for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st. Jude medical's specifications. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the immobility of the one leaflet in vivo was most likely due to anatomical interference. This was supported by the fact debridement of subannular calcium and ventricular muscle calcium was required, and the last valve was implanted in a slightly different position than the first two valves, resulting in less anatomical interference, thereby allowing mobility of both leaflets. The leaflet immobility was not due to an intrinsic valve defect, as supported by testing performed at the st. Jude medical heart valve div. Laboratories.

Event description:
After implant, the pt was removed from bypass. One leaflet was observed to be "sticking". The pt was placed back on pump and the valve was explanted.